Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the areas where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Occurrence of the events can be detected/prevented by handling the device according to the following instruction for use (IFU). Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a chipped plastic distal end cover, a air/water cylinder and suction cylinder with no color, a deformed bending tube, a connecting tube that snaked, a peeled coating on the universal cord, and water that couldn't be supplied due to a clog in the jet tube control unit. Additionally, the following components were found scratched: the flexibility adjustment ring, grip, switch box, scope connector cover unit, scope connector case unit, and the plug unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was white foreign material in the air/water tube, connecting tube, and the jet tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.